Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that both of his vns therapy magnets were cracked, and he was in need of a replacements. No further information is available to manufacturer. Cracked magnets will not be available to manufacturer for product analysis.